Event description:
A customer contacted global technical services (gts) regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) unit during use. During the call, the caregiver (cg) stated that the home patient (hp) has just had hernia surgery. The tsr advised the cg to notify the peritoneal dialysis (pd) nurse since hp has just had surgery for further therapy advice during a follow up call with the pd nurse on (B)(6) 2010 regarding the hernia, product surveillance spoke with the nurse who stated that the patient reported the alarm to her and that the alarm was not due to any complication with the patient's hernia surgery. The nurse was unsure of the exact date of the surgery. She stated that the patient ended therapy that night and started therapy again the next day with no problems at all. On (B)(6) 2010, the product surveillance contacted the pd nurse who was unsure whether or not the patient had a hernia prior to starting peritoneal dialysis therapy. The nurse stated that since the hernia surgery the patient had started back on low volume pd therapy and will be returning to his regular therapy schedule this coming weekend. She reported that the patient continues therapy without difficulty. She declined to send the sample in to baxter for evaluation.

Manufacturer narrative:
(B)(4). The device was requested and the customer declined to send the device to baxter for evaluation.

Manufacturer narrative:
(B)(4): review of the original device history record revealed no issues were encountered during manufacturing of the device. There is no indication of use error or misuse of the device and no association with a mislabeling or an inadequacy of the labeling. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Based on information received from the customer, the assignable cause for the reported issue was determined to be related to a catheter issue.